Event description:
It was reported that the leads "pulled out" of the ins. The patient subsequently experienced a loss of therapeutic effect. The patient outcome is unknown. Further information is being requested from the hcp.